Manufacturer narrative:
An event regarding infection involving an unknown insert was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: "no examination of any explanted stryker components and no description or x-ray evidence of any loosening or failure of the stryker components is provided. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical problem related to a periprosthetic infection management case. Correspondence from stryker orthopaedics indicates that none of the stryker orthopaedic components used in this patient¿s case were subject to a recall." Device history review: not performed as the device details were not provided. Complaint history review: not performed as the device details were not provided. Conclusions: the investigation concluded that patient was revised due to infection, however, the exact cause could not be determined. Review of medical records indicated: "no examination of any explanted stryker components and no description or x-ray evidence of any loosening or failure of the stryker components is provided. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical problem related to a periprosthetic infection management case. Correspondence from stryker orthopaedics indicates that none of the stryker orthopaedic components used in this patient¿s¿ case were subject to a recall." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had an irrigation and debridement with poly liner exchange due to deep infection.

Manufacturer narrative:
The following other devices were also listed in this report: tri rm/ll tib aug sz4 5mm; cat# 5545-a-402; lot# er7he0d. Tri ts baseplate size 4; cat# 5521-b-400; lot# kthka. Triathlon ps fem component, cemented; cat# 5515-f-402; lot# mdpad. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# 07kw. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mgv055. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had an irrigation and debridement with poly liner exchange due to deep infection.